Manufacturer narrative:
The supplemental report is being submitted to provide updated fields and the results of the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the top cover. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the flushing pump had a top cover that was cracked. There were no reports of patient harm.

Event description:
It was reported, the flushing pump had a top cover that was cracked. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.